Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a fridge issue. The field service engineer replaced the srm latch to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a fridge issue. The customer stated that the fridge is not open and require maintenance. There were no adverse events or injuries reported based on this event.